Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, the patient experienced low blood glucose values. He reported that his son was handing the receiver to the school nurse when it fell on the ground and broke. The patient's father reported that his son was treated by the school nurse and that there were no injuries as a result of this event.